Manufacturer narrative:
B5: it was reported that there was an unspecified intervention prior to sedation wearing off. The patient outcome was not reported. H6: patient code 2199 was replaced with 2348. H6: device code 2964 was replaced with 2885. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, was given propofol running through pump with battery alert on paralyzed, proned intubated patient. Intervened prior to sedation wearing off. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.